Event description:
It was reported when the asymptomatic patient presented for a normal device changeout, externalized conductors were observed. No electrical anomalies were noted. The lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.